Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A user facility biomedical engineer (biomed tech) reported during rinse mode the hemodialysis machine displayed a flow inlet error in rinse mode. He put in a new actuator board, and heard a pop noise, then smelled a burning on the actuator board. He was then prompted with an "acid pump no eos" warning. Additional follow-up was made with the biomed tech, who stated the issue was discovered during rinse mode and confirmed there was no patient involvement or adverse event as a result of the reported issue. Per biomed tech during the treatment the acid pump ribbon was determined to have been burned, which the biomed tech reported was where the burning smell was coming from. The acid pump ribbon was replaced. Per biomed tech the machine remained out of service pending replacement of valve 26, and was to be placed back in service once the component was replaced and the machine was qc tested and cleared.

Manufacturer narrative:
Correction: plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.